Event description:
It was reported by a company rep that during a procedure, the cutter unit was locking up. A replacement unit was available and the procedure was completed successfully. A two to three minute delay was reported and no adverse consequences to the pt were reported.

Manufacturer narrative:
Add¿l info will be provided once the investigation has been completed.